Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The device was determined to be functioning as designed.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that the lcd display not responding anymore. Faulty display. The display is randomly scrolling though menu screen by itself. There was no known impact or consequence to patient.